Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Additionally, the patient received multiple inappropriate shocks, and the oversensing could be reproduced in clinic. Subsequently, device therapy was deactivated, and the patient was hospitalized and closely monitored by telemetry. The following day, the patient underwent an upgrade procedure, and this s-ICD system was explanted and replaced with a transvenous system due to the patient's ventricular tachycardias (vts). There were no other adverse patient effects reported. Device return is expected.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Additionally, the patient received multiple inappropriate shocks, and the oversensing could be reproduced in clinic. Subsequently, device therapy was deactivated, and the patient was hospitalized and closely monitored by telemetry. The following day, the patient underwent an upgrade procedure, and this s-ICD system was explanted and replaced with a transvenous system due to the patient's ventricular tachycardias (vts). There were no other adverse patient effects reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.